Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. The lead was explanted and replaced successfully without any adverse consequences to the patient. The patient was asymptomatic prior, during and post procedure.